Event description:
It was reported that the electrodes sternum pin was misaligned and it matched off center from the corresponding mating socket. Hence, the electrodes could not be inserted to a defibrillator therapy connector and the reported problem would inhibit energy delivery. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control verified the reported problem and replaced the quik-combo electrode for the customer. The removed electrode assembly was further evaluated at the failure analysis center and the reported/observed sternum pin misalignment was confirmed.